Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2014. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.